Event description:
A patient reported blood glucose results of "121 mg/dl" with a lifescan meter and "80 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there wwas no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose reuslts exceeds lifecan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.